Event description:
The reporter stated that the unit could not be calibrated. During in-house testing the unit would program and infuse without the plunger retainer ii being loaded and no load plunger alert occurring. There was no pt injury or treatment associated with this event.